Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump's reservoir lip chipped off while removing reservoir. The customers blood glucose value was unknown at the time of incident. The battery cap also started to stripped. Troubleshooting was not performed and insulin pump will not return for analysis.